Manufacturer narrative:
(B)(4). Device is a combination product (B)(4). Synergy ous mr 2.50 x 32mm stent delivery system was returned for analysis. A visual examination of the crimped stent identified damage. Struts 3-8 from the proximal direction were damaged and deformed. Struts 17-19 from the proximal end of the stent were slightly misaligned. The crimped stent od (outer diameter) of the undamaged section was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified no issues. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were found. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. (B)(4).

Event description:
Reportable based on analysis completed on 24jul2017. It was reported that the crossing difficulties were encountered. The 80% stenosed target lesion was located in a moderately tortuous, severely calcified, right coronary artery. Following predilatation, a 2.50x32mm synergy¿ stent was advanced but was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good. However, returned device analysis revealed stent damage.